Event description:
While inquiring to the manufacturer's sales representative on the minimum patient weight for bed exit system functionality, a user alleged a patient fall. The manufacturer was further informed that the female patient was found out of bed, the detection system had not signaled the bed exiting. There were no injury or consequences to the patient.